Event description:
Boston scientific received information that the latitude system detected a red alert from this system due right ventricular (rv) pacing impedance measurements greater than 2000 ohms. A review of the daily measurements noted most impedances around 424 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and suggested bringing the patient in to perform isometrics and pocket manipulation to verify lead integrity. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.